Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific and the case is considered closed.

Event description:
Customer complains blood leak after starting treatment. Treatment parameters: bfr 280ml/min, dfr 500ml/min. No blood loss for the patient to suffer. No medical intervention.